Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Additional information was received indicating, the intended procedure in this event was a therapeutic lap chol (cholecystectomy) procedure and it was completed with a similar device with no consequence to the patient. Based on the results of the investigation, it is likely that the cause of the reported issue was that the blackout of the touch panel occurred due to the failure of the board. The root cause of the reported issue was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, a malfunction of the touch panel, including blackout was confirmed. It was noted, after starting up the device, no information screen on the touch panel was displayed. It was identified that all this phenomenon was related to a failure of the dx board with no visible damage. The printed circuit board (pcb) will be exchanged to resolve the reported issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera elite ii video system center had a black screen. There was no harm or user injury reported due to the event.